Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. In the cardiovascular telemetry unit the patient was receiving a bumex infusion. The expected infusion time should have been twelve hours; however, the infusion time was six hours. Overnight the patient did not feel well. The patient's output was 4.5 l and was found to be in atrial fibrillation with rapid ventricular response (afib rvr) due to the extra diuresis. The bumex drip was discontinued, and the patient was switched to unspecified IV fluids "to help mitigate the volume loss". The pump was removed from service. No further information was available at the time of this report.